Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct d5, e1, e2, e3, and g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause for the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and its unknown if reprocessing was performed according to the instructions for use (IFU). Three attempts were performed to obtain additional information, but no response was received from the customer. The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-190 series operation manual "chapter 3 preparation and inspection" shows how to detect the event. Gif/cf/pcf-190 series reprocessing manual "chapter 5 reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope¿s image was compromised and there was a partial loss of image. However, evaluation observed foreign objects in the air/water tube. This report is being submitted for the malfunction(s) found during evaluation. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. There were foreign objects in the air/water tube noted. Additionally, the overall appearance failed inspection, the plastic distal end probe cover had a crack and was scratched, the bending section cover adhesive has deteriorated and there was separation on the thread wound sections. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.